Event description:
Customer's father reported via phone call that the insulin pump alarmed unexpected restart and the time and date were deleted. It was also reported that the screen has a horizontal blank stripe. The insulin pump failed the selftest. Blood glucose value was 142 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed and erased memory after battery change due to broken solder joint of connector on interface board. The insulin pump received with missing segments due to cracked lcd zebra connector. The insulin pump received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.